Event description:
The customer reported five erroneous patient results with imprecision in gi monitor and carcinoembryonic antigen (cea) involving the unicel dxi 800 access immunoassay system. This report is two of two referencing the event date noted. The erroneous results were not released from the laboratory. There was no patient consequence associated with this event. The customer stated quality control (qc) was outside the acceptable range and system check failed multiple times. Beckman coulter advised the customer to discontinue operating the instrument. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the aspirate probes, peristaltic pump tubing, and cleaned the wash wheel. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the cause of the event is likely attributed to hardware malfunction of the aspiration system. Beckman coulter continues to track and trend any incident related to this issue. This medwatch report is related to MDR 2122870-2014-00053.